Manufacturer narrative:
Based on the review of the x-ray views provided to st. Jude medical, the conductors appear to be externalized. No further analysis can be performed since the lead will not be returned to st. Jude medical for analysis.

Event description:
During a follow-up, an x-ray was performed and it appeared that the right ventricular lead was externalized. All of the electrical parameters were stable and in range. No intervention was performed and the patient was stable and will continue to be monitored.